Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor passed motor test. The insulin pump passed self-test and no missing segments or partial display noted. The insulin pump had cracked case at the display window corner, cracked lcd window, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the lcd display screen on the insulin pump is broken and appears as if ink is on the screen. Customer's blood glucose was unknown at the time of incident. No further details given.